Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus was off-center with the cursor on the display screen of the device. It was also reported that the media bay door was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen was off-center with the cursor on the display screen of the programmer; calibration and attempts with a new stylus did not resolve the issue. The programmer has been returned for repair. No patient complications have been reported as a result of this event.